Event description:
A customer reported that the battery life of their pump was draining rapidly, necessitating more frequent charging, approximately every two days. There was no adverse impact to the customer¿s blood glucose level reported. The customer declined further assistance, troubleshooting, or any follow-up actions, and no further action was required.